Manufacturer narrative:
On 8/9/2016: multiple attempts made to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump site reminder went off and the customer changed out their supplies, however the next day the site reminder reoccurred. The customer did not know the reason why this occurred. During troubleshooting with tandem technical support (cts), cts identified that the date on the pump was inaccurate. The customer had reset the time and date but had incorrectly set the date. The customer changed the pump date while on the call. However, the customer stated that the site reminder went off but the pump logs did not show a site change reminder on the date the customer specified. During follow up with cts, the customer reported experiencing elevated blood glucose levels 186-200's mg/dl. Reportedly the customer stated the cause of the bgs were due to an illness and not related to the pump or supplies.